Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: physician inserted the introducer needle into the right I jugular vein, on withdrawing blood to confirm the correct position he got air back into the needle and syringe. He removed the needle/syringe assembly. They opened another arrow acute dialysis catheter. He inserted the needle into the left I jugular vein and on withdrawing back to confirm position he only got air into the needle and the syringe. Again, he removed the needle/syringe. A third attempt was started again using another arrow acute dialysis catheter in the right I jugular vein and again only air was withdrawn from the patient. The fourth attempt with another arrow acute dialysis catheter was successful without any issues same ij. It was reported the needles did not come into contact with the cleaning solution. The doctor did not use any force at any time to contribute to the hubs to crack. No medication was given through this device. It was going to be used for dialysis only. The patient was on a ventilator and medication was given via another line. A delay in successfully having the dialysis catheter into the patient was about 30 minutes. There was no patient injury or complication. The patient's condition was reported as critical, unrelated to the device.

Event description:
The complaint is reported as: physician inserted the introducer needle into the right I jugular vein, on withdrawing blood to confirm the correct position he got air back into the needle and syringe. He removed the needle/syringe assembly. They opened another arrow acute dialysis catheter. He inserted the needle into the left I jugular vein and on withdrawing back to confirm position he only got air into the needle and the syringe. Again, he removed the needle/syringe. A third attempt was started again using another arrow acute dialysis catheter in the right I jugular vein and again only air was withdrawn from the patient. The fourth attempt with another arrow acute dialysis catheter was successful without any issues same ij. It was reported the needles did not come into contact with the cleaning solution. The doctor did not use any force at any time to contribute to the hubs to crack. No medication was given through this device - it was going to be used for dialysis only. The patient was on a ventilator and medication was given via another line. A delay in successfully having the dialysis catheter into the patient was about 30 minutes. There was no patient injury or complication. The patient's condition was reported as critical, unrelated to the device.

Manufacturer narrative:
(B)(4). The customer provided a photo for investigation. The photo displayed three introducer needles where the hub was cracked. One of the introducer needles had a piece of the hub broken and separated from the rest of the assembly. The customer also returned an introducer needle for investigation. Visual analysis revealed the needle hub had broken and separated. The separated piece was not returned. The defect appears consistent with damage due to a design issue. Functional inspection could not be performed due to the severity of the damage on the returned introducer needle hub. A device history record review was performed with no relevant findings. The reported complaint cracked needle hub was confirmed by a complaint investigation on the returned sample. The hub of the introducer needle had a portion that was separated. A device history record review was performed and no relevant findings were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.